Event description:
The customer alleges that a bradycardia event in which a pt's heart rate dropped to 20 beats/minute failed to provide audible alarm indicators at the philips intellivue info ctr. The customer reported that the pt had serious heart problems and the pt expired.